Event description:
On (B)(6), 2011, a gore tag thoracic endoprosthesis was placed for treatment of a leaking type a dissection with acute intramural hematoma of the ascending aorta. On (B)(6), 2011, the patient suffered a stroke. On (B)(6), 2011, another tag device was implanted to cover a pseudoaneurysm just distal to the existing stent-graft. The procedure was successful with no complications.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.